Event description:
It was reported that the patient presented to the emergency room with shortness of breath and chest discomfort. Further evaluation revealed that the patient had a pericardial effusion resulting in cardiac tamponade. It was confirmed via echocardiogram imaging. The physician drained the effusion and elected to explant and replace the right atrial (ra) and right ventricular (rv) leads. The patient condition was stable.